Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the device was "not as effective" since the patient had hip surgery on (B)(6) 2013. It was noted that even after the initial implant it "hadn't worked the greatest." It was further noted that the patient stated "in her rib cage area towards the back side felt like a ball of wire especially when sleeping on that side." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 39565-30 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information that the feeling of a ball of wires was very painful. It was reported that the patient had a lot of swelling after the patient¿s hip surgery. It was reported that the patient had the device on. It was reported that since the hip surgery the patient had been in discomfort. It was reported that the patient saw a question mark displayed on the patient programmer.

Manufacturer narrative:
(B)(4).